Manufacturer narrative:
D4: unique device identifier not available. E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the validation code was not working. A customer trying to issue a medication, the nurse had called the pharmacy and received a code to retrieve the medication, but the validation code did not work. A technical support specialist (tss) after attempting to find the site in remote smart service (rss)/lmi, nothing was found for customer, only old cases indicating it was a medwiz site. Nurse stated had called customer to get the validation code, but it was still not working, and user advised customer to contact becton dickinson. User mentioned customer were using an rxnow machine; however, after explaining how to access the information tab in the upper right of the login screen, customer could not locate it. Tss then called the user from the customer after hours, explained the situation, and the user said user would call the customer and no other repair information available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, nurse had received a code to retrieve a medication, but the validation code had not worked. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.